Event description:
It was reported that the patient presented for implant procedure. During the procedure the implanting lead exhibited helix damage. The faulty lead was removed and replaced. The patient was in stable condition.